Event description:
Revision of right knee due to loosening of tibial components, baseplate and stem. As per the sales rep on (B)(6) 2015: both the baseplate and stem were loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.